Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to noise that was oversensed causing pacing inhibition with asystole greater than two seconds. The noise was able to be recreated using isometrics. Intravenous antibiotics were administered to the patient. No additional adverse patient effects were reported.